Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Medical device code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used to crush stones and the handle and basket was fractured. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) block. H6: medical device code a0401 captures the reportable event of handle break and basket wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was separated from the plastic handle. Additionally the basket has no deformation, the wires were in good condition. A dimensional inspection of the proximal and distal screw length revealed that the screws is less than the minimum tolerance. The reported event of basket wire break was not confirmed. The handle cannula event was is confirmed. Based on all available information, it was determined that the failure of handle cannula break is attributable to the supplier. As the screws are smaller, the fastening of the handle cannula was not achieved. Therefore at the time of applying force to activate the device, the handle cannula was detached as evidenced by the screw dimples drag marks. Since the failure of handle cannula detached was attributable to the supplier, the most probable cause is manufacturing deficiency. An investigation to address this issue is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used to crush stones and the handle and basket was fractured. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.